Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a patient's right groin. During this procedure the physician reportedly stuck the vein four (4) times while attempting to locate the artery. Immediately following device deployment a large hematoma was noted to form and manual pressure was therefore applied. Forty-five (45) minutes later when the angio-seal post placement spring was removed and the suture clipped, the patient experienced a vagal reaction. The patient was started on atropine and intravenous fluids, and was taken for a computed tomography scan which identified a retroperitoneal bleed. A c-clamp was applied to control the bleed, and the patient was transfused with four (4) units of blood products. Follow-up the next day showed that the patient was stable with no sequelae from the angio-seal usage. The physician reported that he felt the retroperitoneal bleed was likely as a result of the multiple sticks required to locate the femoral artery. As of 12/08/1998 there has been no report to the manufacturer of further complication or patient sequelae.